Event description:
It was reported that the ilet displayed a dosing stops soon alert while paired with a dexcom g7 continuous glucose monitor (cgm) after the user experienced signal loss to the ilet. Support guided the user to toggle the sensor type from g7 to g6 and confirmed the sensor re-pair with education on continued monitoring and to call back if the issue persisted. The user reported blood glucose of 40mg/dl via dexcom app. Symptoms included low glucose. Outcomes included self-treatment with oral glucose. Customer support included remote troubleshooting and user education regarding cgm pairing and sensor configuration. Investigation of this case revealed a communication interruption between the cgm and the ilet, with device functionality restored after re-pairing and correct sensor selection. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction leading to configuration mismatch and signal interruption.